Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range impedance measurements of greater than 4000 ohms when tested with the pacing system analyzer (psa) during the implant procedure. Subsequently, a different lv lead was implanted instead. No adverse patient effects were reported. The attempted lv lead will be returned for laboratory analysis.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range impedance measurements of greater than 4000 ohms when tested with the pacing system analyzer (psa) during the implant procedure. Subsequently, a different lv lead was implanted instead. No adverse patient effects were reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.